Manufacturer narrative:
Device evaluation: one smiths medical cadd-ms 3 ambulatory infusion pump was returned for analysis in used condition. Visual inspection showed the pump was in good condition. The pump passed all functional tests during the investigation and the reported issue was not able to be duplicated. Based on the investigation, the complaint allegation was not confirmed.

Manufacturer narrative:
(B)(6). The medwatch form was submitted by (B)(6) with the patient identifier (B)(6).

Event description:
Information was received indicating that a smiths medical cadd ms3 pump kept shutting off and rebooting while in use. There was no alarm or error message from the pump. A new battery was placed in the pump and the battery indicator showed full charge. The patient was able to switch to a backup pump. The infusion was life sustaining and the patient did not experience any adverse events. No other information was provided.